Manufacturer narrative:
Section b1 ¿ type of report: corrected. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) device and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2024 when they expired due to infection. See MFR# 2916596-2024-06945. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists adverse events, including right heart failure, renal dysfunction, arrhythmia, thrombosis, and infection, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The IFU also lists arrhythmia, bleeding, and infection as potential late postimplant complications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: due to system limitations the following codes could not be added - health effect - clinical code ¿ e13 : renal impairment e1305 : renal failure e130501. Health effect - clinical code ¿ e06 : cardiac arrest e0602. Health effect - clinical code ¿ e22 : bacteremia e2205. Health effect - clinical code ¿ e19 : bacterial infection e1901. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a complex postoperative course after left ventricular assist device (lvad) implant that included right ventricular failure requiring a right ventricular assist device (rvad) from (B)(6) 2024, ventilator dependent respiratory failure requiring tracheostomy on (B)(6) 2024, atrial fibrillation and atrial flutter arrhythmias requiring cardioversion, a left atrial thrombus, cardiac arrest on (B)(6) 2024, bradycardia requiring a permanent pacemaker (pm) on (B)(6) 2024, an acute kidney injury on chronic kidney disease requiring hemodialysis (hd), central nervous system (cns) bacteremia, and a left corneal ulcer complicated by perforation. The patient was transferred on (B)(6) 2024 to a long-term acute care hospital (ltach) for ventilator weaning and rehabilitation.